Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 electrode/coating came apart from the tip of the jaws.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 electrode/coating came apart from the tip of the jaws. A replacement device was used to complete the procedure. No patient effects reported.

Manufacturer narrative:
Trackwise #(B)(4). Corrected section: h6- health effect ¿ clinical code (1)-corrected to 4582. The lot # 3000288362 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device discarded.